Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could be confirmed.

Event description:
The patient stated that she had 2 v-go 20 devices that fell off.